Event description:
The manufacturer's ref. #: (B)(4).

Manufacturer narrative:
According to the information provided by the technician, the device had issues during ventilation of the patient with positive end-expiratory pressure (peep), peak airway pressure (paw), respiratory rate, minute volume, tidal volume, and pressure regulation. The claimed issues were not reproduced during on-site visit. The device successfully passed pre-use check and was tested on simulated ventilation test without any deviation. The device was delivered to the user in working condition. The issues were confirmed by the customer and by review of the device's logs by the technician during on-site visit. Technician's review of the device's logs revealed that prior to ventilation and reported issue - successful pre-use check was performed together with patient circuit test and the technical log did not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. Device's logs were provided for the manufacturer's analysis. Review of the device's logs confirmed occurrence of the issues reported by the customer. Reported clinical alarms have been generated, as an indication of difficulties with ventilating the patient. Alarms will be generated when set alarms limits are exceeded, as per design to alert the operator about ongoing issues. These alarms may indicates problems with the patient circuit (possible leakage, blockages, bad position, or kinked tubing). The conclusion is that there are no indications of ventilator malfunction during the reported ventilation period. The alarms instead suggest that ventilation may have been insufficient due to leakage, consistent with the user¿s report.

Manufacturer narrative:
According to the information provided by the technician, the device had issues during ventilation of the patient with positive end-expiratory pressure (peep), peak airway pressure (paw), respiratory rate, minute volume, tidal volume, and pressure regulation. The claimed issues were not reproduced during on-site visit. The device successfully passed pre-use check and was tested on simulated ventilation test without any deviation. The device was delivered to the user in working condition. The issues were confirmed by the customer and by review of the device's logs by the technician during on-site visit. Technician's review of the device's logs revealed that prior to ventilation and reported issue - successful pre-use check was performed together with patient circuit test and the technical log did not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. Device's logs were not provided for the manufacturer's analysis. Reported clinical alarms have been generated, as an indication of difficulties with ventilating the patient. Alarms will be generated when set alarms limits are exceeded, as per design to alert the operator about ongoing issues. These alarms may indicates problems with the patient circuit (possible leakage, blockages, bad position, or kinked tubing). The conclusion is that there are no indications of ventilator malfunction during the reported ventilation period. The alarms instead suggest that ventilation may have been insufficient due to leakage, consistent with the user¿s report.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator had an issue during ventilation. There was no patient harm. Manufacturer's ref. #: (B)(4).